Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 324911. Batch no. 8141517. It was reported that during use of the bd ultra-fine¿ insulin syringe there was one syringe that had black smudges around the 10 and 20 unit markers. Another syringes the orange needle shield was hard to remove and when it was removed the needle hub separated into the shield. The following information was provided by the initial reporter: found 1 syringe with black smudges around 10 uts and 20 unit markers another syringe from this box. Orange needle shield was hard to remove. When removed it the needle hub assembly stayed within the shield.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 8141517. Customer states that there are black smudges and the shield was hard to remove and the needle hub assembly stayed within the shield. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 4.68 lbs., which fall within specifications. Also, the hub-needle assembly did not separate from the barrel when the shield was removed. The sample was also examined and exhibited dark smudges of material on the outer surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. A review of the device history record was completed for batch# 8141517. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (ink on barrel). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove and hub separates). As per investigation completed by manufacturing, "on 30jul2019, holdrege received (1) 0.5ml 31ga x 6mm syringe in an open polybag from material 324911, batch 8141517. The sample was decontaminated per (B)(4) prior to evaluation. Visual inspection of the syringe found ink smeared on the outside of the barrel between the 0 and 22 unit scale lines. There were also several missing scale lines between the 0 and 13 unit scale lines. Dispatches (B)(4) were created for ink smears during the production of the printed barrels that were used in the manufacture of this batch. It was found that there was ink build up on the ink pan walls and ink nozzles. The ink buildup was cleaned off these parts to correct the ink smears on the barrels. In the latter dispatch, the scraper blade was also found to be too high and not removing all of the excess ink from the top of the drum. The scraper blade was adjusted to the proper position. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Material no. 324911, batch no. 8141517. It was reported that during use of the bd ultra-fine¿ insulin syringe there was one syringe that had black smudges around the 10 and 20 unit markers. Another syringes the orange needle shield was hard to remove and when it was removed the needle hub separated into the shield. The following information was provided by the initial reporter: found 1 syringe with black smudges around 10uts and 20 unit markers another syringe from this box. Orange needle shield was hard to remove. When removed it the needle hub assembly stayed within the shield.